Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The generator was received at the international service center. The complaint has been confirmed. Based upon the inquiry information. Received visual and functional examination, the unit was found to require replacement of the generator pcb assembly. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the equipment was sent for repair due to an error code 5 goes off frequently and the alarm goes off often without anything showing on the display. It was not noted if the issue occurred during a procedure. There were no adverse consequences to the patient. There was no additional information provided.